Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse reviewed system logs and identified error 311 at startup. The site had previously attempted an emergency power off (epo) of the vision side cart (vsc) and surgeon side console (ssc) with no change in the error state. The fse reprogrammed the common compute controller (ccc), performed system verification, and completed a full test drive. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 311 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by reprogramming of the ccc.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported error during start up. Logs show error 311. Site tried to emergency power off (epo) of the vision side cart (vsc) and surgeon side console(ssc) with no change to the errors. This is a down system. There was no patient involvement.